Manufacturer narrative:
(B)(4). The reported complaint that "when the user attempted to inflate the balloon, it got ruptured" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "when the user attempted to inflate the balloon, it got ruptured. Therefore, the catheter was removed and replaced with a new kit to complete the procedure. No injury to the patient was reported". No patent's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "when the user attempted to inflate the balloon, it got ruptured. Therefore, the catheter was removed and replaced with a new kit to complete the procedure. No injury to the patient was reported". No patent's current condition is reported as "fine".